Manufacturer narrative:
Method: device not returned, discarded by the hospital. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device will not be returned for evaluation as it was discarded by the hospital. A copy of the operative report was requested but not provided. Conclusion: the event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon provided information that he attempted to implant first a 23mm device. That device was explanted stating "valve too large" and he then successfully implanted a 19mm device of the same make and model.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. On (B)(6) 2011, a response was received from the surgeon indicating that the device was explanted at implant due to sizing. He indicated that he explanted a 23mm valve that was "too large" and then implanted a 19mm device. He also indicated that this explant was not due to a device malfunction.